Manufacturer narrative:
Additional evaluation was conducted. The report indicates that grease was leaking out of the articles. Too much grease filled in to the articles. The sealing could be defective. Wrong purification. The complained problem is known. Device was used for treatment, not diagnosis. Placeholder.

Event description:
This report is 1 of 7 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The manufacturing records were reviewed and no complaint related issues were found. Placeholder.

Event description:
A hospital in (B)(6) reported the oil fluid leaked. This report is #1 of 7 for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested. Placeholder.